Event description:
Caller reported blood glucose results of 507 mg/dl and 587 mg/dl on advantage system, 187 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch with (B)(6) is for advantage system, medwatch with (B)(6) is for compact plus system.